Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No keypad sticking anomalies noted. Pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube window corner and cracked reservoir tube lip.

Event description:
The caller reported that the insulin pump's reservoir compartment was cracked and the keypad was sticking. The caller reported that she was unsure of anything leading up to these issues. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.